Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of ongoing infection. **update: sales rep has reported that the patient is no longer infected and has been re-implanted on (B)(6) 2014. (B)(6) 2014. Update 10/26/2016- pfs and medical records received. After review of the medical records for MDR reportability, an acetabular screw was also removed (B)(6) 2014. The lot number for the stem is also being updated. A correct doi was provided for the stem, cup, and screw. They were implanted during the primary on (B)(6) 2007 ((B)(4)). The complaint was updated on:11/14/2016.